Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted.

Event description:
It was reported that a home patient experienced a connection issue between a supply bag and a supply line. This occurred during dwell three of peritoneal dialysis therapy. It was noted that the patient did not twist the connection tight enough when setting up supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.